Manufacturer narrative:
The field service engineer found the cell rinse water levels were not accurate. He replaced the cuvette cell rinse valve and a sample probe. He checked adjustments of all sample and reagent probes and performed a cell rinse adjustment. He ran hardware checks and ran precision testing that passed. The customer performed calibration and qc successfully. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results from the cobas 8000 c 702 module. Sample 1 initial result was 7.0 mg/dl and the repeat result was 8.9 mg/dl. Sample 2 initial result was 7.1 mg/dl and the repeat result was 9.1 mg/dl. Sample 3 initial result was 8.8 mg/dl and the repeat result was 10.8 mg/dl. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The reagent lot number and expiration date were requested but were not provided.